Manufacturer narrative:
The device was not returned for analysis. A review of the lhr review and similar complaint review was not performed because the lot information was not provided. All available information was investigated and based on information provided, a cause for the single leaflet device attachment resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on (B)(6) 2022. Two clips were successfully placed reducing mr to grade 1. At the scheduled follow up appointment, it was found that one clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda) and mr had increased to grade 4+. On (B)(6) 2025 a second procedure was performed to stabilize the slda clip. One clip was implanted successfully reducing mr to grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) on (B)(6) 2022. Two clips were successfully placed reducing mr to grade 1. At the scheduled follow up appointment, it was found that one clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda) and mr had increased to grade 4+. On (B)(6) 2025 a second procedure was performed to stabilize the slda clip. One clip was implanted successfully reducing mr to grade 2.